Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the receiver displayed an 'hwbat'. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was and failed due to damaged usb connector. A receiver charge and boot test was performed and failed due to damaged usb connector. The receiver data log was not downloaded for review due to damaged usb connector. The reported allegation was not found. A probable cause could not be determined. No injury or medical intervention was reported.